Manufacturer narrative:
A4-a6: unk claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a patient with pre-existing amblyopia experienced significant reduction of endothelial cell count or significant endothelial cell loss. The lens remains implanted. Cause of the event is a patient-related-factor. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).